Event description:
On (B)(6) 2010, abbott point of care (apoc) was contacted by a customer who reported that analyzer # (B)(4) would not activate. The analyzer was returned on (B)(4) 2010 and during failure analysis capacitor c4 on the main pcb was found burnt. Based on the information available, there were no patient or user related injuries associated with this complaint. Apoc has determined that the identified component failure within the analyzer circuitry, may lead to the batteries becoming uncomfortably hot to touch in the area of the battery compartment.

Manufacturer narrative:
(B)(4). Incident was identified following review of third party manufacturer generated records against procedural requirements.